Manufacturer narrative:
A trial patient experiencing ambulation difficulties was reported to abbott. The trial leads were explanted and the issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the day following the implant procedure the patient experienced ambulation difficulties. Reprogramming was unable to address the issue. The patient was sent to the ER ad precaution. The trial lead was explanted. Symptoms resolved following the explant without further intervention.